Event description:
It was reported that the smart pass feature was disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found it was due to low amplitudes and the rate being slow. Additionally, there was t wave oversensing which resulted in three inappropriate episodes in which two were untreated and one treated with an inappropriate shock. At this time, the patient's heart rate was fast. Technical services discussed the criteria to enable smart pass. At this time, the system remains in service. No additional adverse patient effects were reported.